Event description:
It was reported that the patient had a procedure to replace the inflatable penile prosthesis(ipp) cylinders because the dacron fiber weave was broken at the base of the cylinder. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a procedure to replace the inflatable penile prosthesis(ipp) cylinders because the dacron fiber weave was broken at the base of the cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
D4 model number, catalog number, UDI number updated.

Manufacturer narrative:
Allegation related to cylinder has broken fabric treads was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fatigue wear at folds; no leaks were found. Both cylinders had bulging with broken fabric treads in proximal cylinder body; no leaks were found.the kink resistant tubing (krt) of cylinder 2 was worn to the filament; however, no leaks were present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported events. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a procedure to replace the inflatable penile prosthesis(ipp) cylinders because the dacron fiber weave was broken at the base of the cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fatigue wear at folds; no leaks were found. Both cylinders had bulging with broken fabric treads in proximal cylinder body; no leaks were found. The kink resistant tubing (krt) of cylinder 2 was worn to the filament; however, no leaks were present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed activation test. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 768793002, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient had a procedure to replace the inflatable penile prosthesis(ipp) cylinders because the dacron fiber weave was broken at the base of the cylinder. A patient outcome of stable was reported.